Event description:
The customer reported that upon power up, the ventilator have a strong burning smell and 35volt failure message. The customer reported there was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. (B)(4).